Event description:
The patient¿s programming history was reviewed and a battery life calculation was performed.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that the patient is having an increase in seizures. Good faith attempts for further information have been unsuccessful.